Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that when a treatment was completed, there was still fluid left over in the bag. It was later confirmed by the clinician to have been a "user error to begin with". The clinician stated that the issue is no longer taking place. Although requested, no further information was provided. There was patient involvement, but the impact is unknown.

Event description:
It was reported that when the treatment was completed, there was still left over fluid in the bag. It was later confirmed by the clinician that the issue was a "user error to begin with". The clinician stated that the issue has been resolved. It was further reported that the involved treatment was kadcyla 220 mg in 250ml of ns that was compounded with the following instructions: 1. The tevadaptor spike port + tube/line was primed with ns; once fully primed a 0.2 micron filter was attached to the end of the tube followed by a syringe adapter; 2. The primed tubing was then removed and attached to a 250 ml intravia empty container; 3. 239ml from a 250ml ns bag (manufacturer: baxter) was removed and added to the empty intravia container; 4. 11ml (220 mg) of the medication (kadcyla) was then removed from its original container (after reconstitution) and added in the intravia container; and 5. Total volume of bag should be 250 ml. Final concentration was 0.88 mg/ml. However, the customer added that medication/order was compounded this way as an effort to find a resolution to the overfills in the bags that have been noted after administration has completed. There was patient involvement, but the impact is unknown.

Manufacturer narrative:
Correction: initial reporter first name, initial reporter last name.additional information: describe event or problem, imdrf annex a and g codes.